Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow up it was noted that this device declared end of life (eol) in (B)(6) 2016. It was noted that the patient had a previous check (B)(6) 2014 and had not been seen until (B)(6) 2016. The patient was hospitalized but the device remains implanted. An explant will be discussed. No adverse patient effects were reported.

Event description:
At this time the device remains implanted with no explant planned.